Manufacturer narrative:
Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. The reported patient effect of dissection is listed in the electronic instruction for use everolimus eluting coronary stent systems xience xpedition 48, ce, as a known patient effect(s) of coronary stenting procedures. Additionally, treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous and moderately calcified, de novo lesion in the right coronary artery. A 2.75x48mm xience xpedition stent was deployed; however, a dissection occurred. A 2.75x38mm xience xpedition stent was used to successfully cover the dissection. The patient was discharged. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.